Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections the results of the final investigation. Updated fields: g3; h2; h6 and h11 corrected fields: e3; h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leakage from the switch unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to leakage from the switch unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a leakage in scope switches. The event occurred during reprocessing. There were no reports of patient involvement.